Event description:
The manufacturer received information alleging a ventilator's lcd screen was physically damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd screen was physically damaged. The lcd screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step. The active exhalation control module was replaced to address the issue.